Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2367 alarm with the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) advised the care giver (cg) to cycle power and the alarm cleared. The tsr reviewed the alarm log and there were no prior alarms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned. This complaint for system error 2367 is confirmed because it was reported that a system error 2367 alarm was reported in the product log. The assignable cause code was undetermined because the root cause was not identified.